Event description:
Immediately following implant, the pt had pain at the incision site. It was tender to touch and hurt when the pt moved or breathed. The pt had less stimulation coverage down her left leg with the permanent neurostimulation system than she had with the trial implant. Approx 1 month later the pt reported pain at the implantable neurostimulator site. The device poked out and was uncomfortable to lie on. The pt could only lie on her left side. The pt's buttocks burned. The lead site was sore. The pt had an aggravated disc. The surgeon suggested fusion. The device aggravated the pt more and more since implant. The pt was admitted to the hospital. The pt had stimulation in her stomach, arms, and legs. After multiple reprogramming sessions, the pt felt stimulation in her back. However, stimulation therapy was painful to the pt. The pt requested explant of the implantable neurostimulator. Walking hurt the pt. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.